Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 122 mg/dl. The insulin pump alarmed no delivery and she changed her son's infusion set. However, her son's blood glucose increased to 439 mg/dl after he ate. The mother was going to the son's school to treat him via manual insulin injection. Troubleshooting did not occur. The insulin pump was not returned for analysis.